Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump replacement time took too long, causing an unresponsive button or keypad. According to the electrostatic treatment, the pump cannot recover. Customer's blood glucose is normal and did not require medical treatment.